Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that transducers are seeping air into dialyzers despite tightening and requires aging transducers as well due to the machine alarming tmp continuously. Upon follow up, the user facility charge nurse reported the event occurred less than 10 seconds after treatment initiation on (B)(6) 2026. The machine in use was a bluestar 2008t machine with serial number (B)(6). A fresenius dialyzer 0500318e f180 nre with lot number 26cu03015 was in use as well. There was no external leaking but an air leak was visually observed. Transducer allowed air to leak into the entire system in dialyzer. There were no loose connections and no damage seen to the combiset. The patient's estimated blood loss (ebl) was 200ml. The charge nurse confirmed there was no patient injury. The patient's blood was unable to be returned. The patient completed treatment after being re-setup with new supplies on the same machine. Nothing was noticed during priming and there were no changes/disruptions in pressure. A companion sample is available to be returned for physical analysis.